Event description:
The account reported the nurse call would not function from the head side rails. The bed was located on the 4th floor at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found that the nurse call membranes switches were missing from the patient side of the head side rails. The most likely cause is patient's peeling the nurse call membrane switches off the side rails. The technician stated the nurse call system was shut off so he could not test the patient pendant while trouble shooting so he is unaware if nurse call was available on the pendant or not. A search of the hill-rom maintenance records shoed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the nurse call membrane switches on the head side rails to resolve the issue. Based on this information, no further action is required.